Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a sharp pain at the implantable neurostimulator (ins) site. The patient had a gastric emp tying scan with isotope nuclear scan. During the third scan, the patient felt a sharp pain at the ins site. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or diagnostics/troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.